Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 22, 2021.

Manufacturer narrative:
This report is submitted on june 04, 2021.

Event description:
Per the clinic, the patient reported intermittent connection with the device. The device was explanted on (B)(6) 2021 and patient was re-implanted with a new device during the same surgery.